Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hypoglycemic episode of nadir 39 mg/dl blood glucose (bg). They ate 2 granola bars and an apple with caramel dip to correct the low bg. The user was dizzy during the episode but did not require further intervention.